Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to noise on the ventricular channel. Noise was not reproducible in clinic. Emi is suspected. Programming changes were made. Patient was stable after the event.